Event description:
It was reported that during an ipg replacement procedure, high impedances were noted on one lead. To address the issue, both leads were replaced during the same surgical procedure on (B)(6) 2024. Therapy was restored post op. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
Date of implant is unknown. D10 'scs lead' - date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: nmd0001.